Manufacturer narrative:
Device received stuck at medtronic logo after battery insertion due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to display anomaly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Corrosion on force sensor assembly and moisture damage on motor assembly. Corroded battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and there was fluid under the screen. The customer experienced a high blood glucose level of 22.4 mg/dl and the customer was treated with a pen. The insulin pump will be returned for analysis.